Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of greater than 350 (mg/dl). Customer administered a bolus to treat their bg levels. Although requested by tandem technical support, contact declined the offer to contact the customer to perform troubleshooting.

Manufacturer narrative:
(B)(4).

Event description:
Customer administered a bolus and exercised to treat their elevated bg levels, and subsequently, experienced a low bg level of 33 (mg/dl). Reportedly, contact believed that the customer overcorrected for their elevated bg levels. Customer consumed juice and sugars to treat their low bg level.